Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided). Reportedly, customer required assistance to treat bg level. Customer declined troubleshooting or to provide additional information regarding the reported issue.